Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Electrical testing revealed high current drain from the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the high current drain and premature battery depletion.